Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. The replaced portion of the percutaneous lead was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a driveline fault alarm and then presented to the clinic for evaluation. The alarm was cleared and did not return, so the patient was released home. Review of the system controller log file by the manufacturer's technical services representative confirmed the occurrence of the alarm on (B)(6) 2016 and noted a prior driveline fault alarm that had occurred on (B)(6) 2016, which was also cleared. On 04/18/2016, it was reported that the patient again experienced multiple driveline fault alarms. A system controller exchange was performed. The driveline fault alarms continued and on (B)(6) 2016, the manufacturer's technical services performed an external distal percutaneous lead (lead) replacement. After the repair, a pump stoppage occurred when the system was connected to a power module using a grounded patient cable. A short-to-shield condition of the internal portion of the lead was suspected. The patient was provided with an ungrounded patient cable for use with the power module. The patient is being evaluated for a possible heart transplant. It was reported that the patient is asymptomatic. On 04/29/2016 it was reported that the driveline fault alarms continue to occur. Log file review indicated a potential compromise/degradation of one of the lead's wires. It was recommended that the patient use only an ungrounded patient cable with the power module or battery power. No additional information was provided.

Manufacturer narrative:
The report of driveline fault alarms and pump stoppage events was confirmed based on the evaluation of the submitted log files; however, the cause for these alarms could not be conclusively determined through this evaluation. Additionally, the suspected percutaneous lead (lead) damage could not be confirmed. The patient received a routine heart transplant and the explanted device was returned assembled with the lead severed approximately 2 inches from the pump housing. An approximately 8 inch section of the external lead was also returned, which was severed and replaced during the distal end percutaneous lead repair. Electrical continuity testing of the returned portions of the lead did not reveal any discontinuities or shorts prior to removing the bionate layer. Examination of the entire lead found breakdown of the metal shielding near the metal connector and approximately 3 inches from the metal connector; however, visual inspection of the wires found no fractures or breaches. The returned portions of the lead were submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: a patient outcome information was reported by the clinical representative that the patient received a routine heart transplant on (B)(6) 2016.